Event description:
Per clear study adverse event form, "the pt presented to the hosp with left sided weakness and expressive aphasia. The md assessed the symptoms as au ischemic cva. The plan was a cva pathway and tpa. No info was provided as to procedures or treatment after the ER eval. The pt was discharged on aggrenox 200mg bid."